Manufacturer narrative:
Concomitant products: olympus endoscope, model unknown. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the report states that this incident occurred while using this product with a metal tip device. This is the most likely cause for the reported observation. The instructions for use for this product line caution the user: "use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." Prior to distribution, all tracer metro direct wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided of abnormal use, that the device was used with a metal tipped device, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a endoscopic ultrasonography hepaticogastrostomy (eus-hgs) procedure, the physician used a cook tracer metro direct wire guide [abnormal use]. The physician inserted the metii-21-480 in a competitor¿s biopsy needle, but the tip of the metii-21-480 got caught by the needle and the coating material was peeled-off. The peeled coating material detached and remained in the common bile duct. The procedure was completed with a competitors wire guide. The coating material remained in the common bile duct. The detached piece of coating remained in the patient¿s bile duct. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.